Manufacturer narrative:
The device is currently not available for eval. A f/u report will be filed once the device is available back to the MFR for investigation.

Event description:
It was reported that the foot portion of the duraguard broke during a procedure. There was a delay of 10 minutes as a backup unit was used to complete the procedure. There were no adverse consequences alleged with this event.